Manufacturer narrative:
A revision was performed and this lead was successfully repositioned and remains implanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead presented with high pacing thresholds and diaphragm stimulation. It was believed that the lead had dislodged. No adverse patient effects were reported.